Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6)2009 . The random nature of the events stored in the memory and the 10 minute timeouts, would suggest the device was switching on automatically. These multiple manual power ons would have resulted in the device memory becoming full on the (B)(6)2009 . Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device memory full prompt. There was no patient involved.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device memory full prompt. There was no patient involved.